Manufacturer narrative:
Based on the review of the message log file from instrument (B)(4) demonstrated normal and expected functioning of the instrument and sample. No system cause for the false positive ctni result could be found. A question was raised by the customer asking what the impact of edta contamination could be on the stratus cs ctni assay; edta is not validated for use with stratus cs ctni as it could cause recovery issues. It is unknown if there was actual contamination, but if edta contamination did occur the ctni results obtained from the contaminated sample would be questionable. Siemens customer product support team spoke with operator during site visit and confirmed that the operator is well trained. Instrument is operational.

Manufacturer narrative:
Siemens evaluated the event; the message log file was received for instrument 98051871, the instrument in which the patient retesting was conducted, however upon review, the message log file only went back to the (B)(6) 2016. During log file investigation, a question was raised by the customer regarding edta contamination - the customer stated there might have been other bloods drawn at the time of the heparin draw (stratus cs) for the sample in question and they wondered how edta could affect the ctni result. The stratus cs ctni assay is not validated for use with edta because edta will disrupt the ctni complex, likely resulting in ctni recovery differences when compared with heparin plasma. Investigation conclusion: a review of the message log file from instrument 98050765 demonstrated normal and expected functioning of the instrument and sample. No system cause for the false positive ctni result could be found. A question was raised by the customer asking what the impact of edta contamination could be on the stratus cs ctni assay; edta is not validated for use with stratus cs ctni as it could cause recovery issues. It is unknown if there was actual contamination, but if edta contamination did occur the ctni results obtained from the contaminated sample would be questionable.

Event description:
Customer reported discrepancy between troponin results on stratus cs analyzer. There was no report of injury due to the event.